Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4).

Event description:
The following was reported to hamilton medical ag: tf 444001, 446029, 485001, loss of external power, battery totally discharging no health consequences or impact.